Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 280 mg/dl. The customer was treated with injection. The customer stated the drive support cap got loose. The customer tried to press back the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer insulin pump is oow and agreed to send oow letter.